Event description:
On (B)(6) 2026, a patient underwent a percutaneous femoral artery thrombectomy and atherectomy procedure using a rotarex device. During suction, the machine was observed to be running idle, and no thrombotic material was seen entering the rear chamber. Upon withdrawal of the catheter, it was discovered that the helix at the catheter tip had completely fractured, resulting in separation from the drive system at the rear end, thereby rendering normal suction impossible. The procedure was subsequently completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex that are cleared in the us. The pro code and 510 k number for the rotarex are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. A video was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.